Event description:
It was reported that a spectrum pump is missing the door shim. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported missing door shim, which was observed during evaluation. The missing door shim was replaced.